Event description:
It was reported that a user experienced a pairing failure between the ilet and a dexcom g7 sensor while the sensor was already connected to the dexcom app, and the call ended before troubleshooting or starting a new sensor could occur. Symptoms included no adverse clinical effects and no alerts or alarms. Outcomes included no impact to health and no hospitalization. Investigation included a review of the reported pairing behavior and user workflow. Investigation of this case revealed that the ilet could not pair to the g7 because the sensor was already bonded to the dexcom app, consistent with known interoperability and configuration limitations. It was concluded, based on previously established findings for similar reports, that the cause was user setup error and device communication incompatibility due to the sensor being paired to another application.